Event description:
It was reported that air bubbles were observed within the cartridge tubing. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.